Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 meter was giving an error message that she was unable to specify at the tie. The medical affairs specialist (mas) spoke to the reporter on may 9, 2008, and obtained/verified info. The pt tests her blood glucose twice a day. She tests before breakfast and after dinner. The pt takes sliding-scale humulin-n insulin based on her meter readings. The reporter informed the mas that the meter was still giving an "error 4" message. The reporter indicated that the alleged meter issue started on the day prior to original date, after eating dinner. Since the pt was unable to test her blood glucose, she did not take any insulin that night. The next day on original date, the pt attempted to test her blood glucose a couple of times, but was still encountering the error message. She could not recall if the pt took insulin that day. The reporter mentioned that the pt had been feeling low that same day and at one point, the pt developed symptoms of a cold sweat. Again, the pt tried to test her blood glucose but was unsuccessful. The pt administered self-care by eating food and felt better afterwards. The pt's blood glucose was not tested on another device during the time of concern. The pt did not seek or receive medical intervention from a health care provider. While speaking to the one touch ultra customer advocate (otca) on the same day, the reporter was able to perform a control solution test that passed. The meter and test strips were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms that can be indicative of severe hypoglycemia after the alleged meter issue began. It is not clear as to what actions the pt took before she developed the reported symptoms.